Event description:
The user reported that in preparation for cardiopulmonary bypass, after the cannula was connected to the extracorporeal circuit, air bubble(s) were observed at the point at which the cannula connected with the extracorporeal circuit. The cannula's connector was removed, and a replacement connector was attached to the same cannula tube. The surgical procedure was completed without incident. There were no adverse consequences to the pt as a result of the event.

Manufacturer narrative:
Evaluation in progress but not completed.